Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited noise which resulted in an auto mode switch. The noise was not reproducible with arm movements. A follow up visit would be scheduled. The patient was in good medical condition.